Event description:
Patient contacted broadspire to initiate claim. Patient reported revision surgery. Reason for revision is unknown. No further information is available at this time. Update: (B)(6) 2010 - user facility medwatch report received. Medwatch report states: the patient was admitted to the hospital for removal and revision of his recalled asr depuy right total hip that had been placed on (B)(6) 2007. The patient has had progressive pain for the past year and a half. The pain has become debilitating. Preoperative evaluation showed evidence of loosening of components and rotation of the cup. Preoperative evaluation for infection was negative. Lot numbers and catalog numbers listed are for the depuy asr acetabular cup and the uni femoral implant. The prosthesis is in the possession of exempla corporate risk management. Update: (B)(6) 2012 - litigation papers were received. Litigation alleges extreme pain and clicking as a result of the implantation with the asr hip implant.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.